Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The se replaced the loose colder products company (cpc) connector on the water circuit with a new connector and gasket. The device tested successfully with no leaks afterwards. A corrective and preventative action (CAPA) was initiated to further investigate this issue. The root cause of the issue is suspected to be related to the manufacturing procedure not providing clear torquing instructions, such as the proper torquing forces and proper tools for connections. Detailed torquing specifications will be added to the manufacturing drawings and procedures used in assembling the connectors. Additionally, the proper tooling needed to meet torquing specifications will be clarified within the manufacturing drawings and procedures.

Event description:
The device user (du) reported that there was a loose water connection on the device. They were asked to ensure it was properly heating perfusate and they confirmed that it was working fine at the time.